Event description:
This cardiac resynchronization therapy defibrillator (crt-d) recorded another red alert for low, out-of-range (oor) shock lead impedance (sli) detected via the patient remote monitoring system. Additional information received stated that when this device was interrogated in the clinic the sli measurement was within normal limits and the cause of the observation was not determined. This crt-d remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed low, out-of-range (oor) shock impedance and was detected via the patient remote monitoring system. This patient will be brought in for a device check. Additional information received indicated that this patient had end stage cancer. An interrogation was performed which revealed that the device was functioning accordingly. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.